Manufacturer narrative:
The customer did not have sample or product to return. Reactivity of the d antigen was confirmed on retention crrid, lot id109, and crrid extend I and ii, lots do033 and dn032.

Event description:
Customer reported unexpected negative reactions on the echo. A patient sample had an anti-d detected in gel with 2+ reactions. The sample was negative in tube with liss. The sample was also negative on the echo and had compatible crossmatches with o positive units on the echo. No transfusion reactions were reported as a result of this negative reaction.